Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation due to their right ventricular (rv) and left ventricular (lv) leads. The lv lead was inactivated while the rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.